Manufacturer narrative:
Insulin pump was received with pump error alarm during rewinding due to jammed motor gearbox. Pump error alarm found in the pump history due to software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple error alarm. Customer stated that they were able to clear the alarm and also were able to rewind the insulin pump. Customer stated that insulin pump had passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.